Event description:
The complainant reported that the automated impella controller (aic) purge disc did not deair the system. The console was exchanged. The pump was not explanted as a result of the issue. There was no reported patient harm.

Manufacturer narrative:
A.1 and a.5 are unknown. The investigation into the reported aic - purge issue - other has been completed. The product was returned for investigation. The device was visually inspected. Data analysis showed the user struggled to insert a purge cassette. There were constant radio-frequency identification (rfid) log lines which happens when the radio-frequency (rf) tag at the top of the purge cassette is constantly read due to the purge cassette not being completely pushed in. Once the purge cassette was able to be inserted, there was "piston blocked with 0% range remaining, followed by constant "purge: pc deairing (fast prime mode)". More attempts to deair similarly failed. If the piston was blocked, the cassette may have not been lined up to be fully inserted and then the rfid tag would sit right under the reader to be constantly read instead of read only once and then the purge would be unable to deair. Device analysis showed that the purge shaft connected to the piston could not be turned easily reproducing the failure mode seen in the field. The cause of the piston block was determined to be most likely a glucose ingress from dried purge fluid.